Event description:
It was reported that patient underwent a revision surgery for an inflatable penile prosthesis (ipp) device due to lagging when pumped. New pump was implanted. Additional information was requested and it was confirmed that the pump was not pumping efficiently, which was confirmed when patient was under anesthesia. Only the pump from the pre-connect was implanted, it was cut off the cylinders. No adverse patient effects.